Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, after the 6mm angioguard filter was released from its fixed position, the remaining parts were disconnected during withdrawal of the protective sheath and removed in two sections. There was no reported injury to the patient. The device will be returned for evaluation.

Manufacturer narrative:
As reported, after the 6mm angioguard filter was released from its fixed position, the remaining parts were disconnected during withdrawal of the protective sheath and removed in two sections. The case was completed with the protection umbrella successfully deployed. The same device was used, but the release sheath broke during withdrawal, fortunately outside the body. There was no reported injury to the patient. The product was stored and handled according to the instructions for use (IFU). The temperature exposure indicator on the pouch was checked and confirmed to be clearly visible. The product was inspected and prepped according to the IFU. No abnormalities were noted about the device prior to use. Upon opening the package, the deployment sheath tip was still fully seated in the filter basket introducer. No difficulty was encountered flushing the filter introducer and deployment sheath. No saline was noted within the coil dispenser at the green deployment sheath hub. The torque device was locked onto the guidewire. The anti-migration clip closest to the filter introducer was left in place until after the filter basket was docked into the deployment sheath. No difficulty was encountered while docking the filter basket into the deployment sheath. The proximal end of the deployment sheath was in contact with the torque nut prior to removing the device from the coil dispenser. The capture sheath coil dispenser was flushed according to the IFU. The intended procedure was for carotid artery stenosis. A non-sterile ¿rx/6mm basket diameter/180cm¿ was received in a clear plastic bag and unpacked for visual evaluation. Returned components included the delivery sheath, capture sheath, filter introducer, and ecgw system, which was inserted into the wire lumen of the capture sheath. The filter basket showed no damage or anomalies. A separate condition was noted on the delivery sheath approximately 99 cm from the distal tip. No additional findings were observed. The separated area was examined under magnification and showed evidence of elongation on the plastic edges, which is commonly associated with material tensile overload. This suggests that the material experienced a tensile force exceeding its yield strength prior to separation. The event ¿deployment (delivery) sheath-separated¿ was observed during the product evaluation. Handling factors such as the use of excessive force while peeling away the delivery is a possible cause of the reported event. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent of making the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿torquing a guidewire against resistance may cause guidewire damage and/or guidewire tip separation. Always advance or withdraw the guidewire slowly. Never push, auger, withdraw or torque a guidewire, which meets resistance. Resistance may be felt and/or observed using fluoroscopy by noting any buckling of the guidewire tip. Determine the cause of resistance using fluoroscopy and take the necessary remedial action. Check guidewire, filter basket, deployment sheath, capture sheath, and capture sheath rx port region for bends, kinks, or other damage. Do not use defective equipment.¿ based on the available information and product analysis, there is no evidence to suggest the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As reported, after the 6mm angioguard filter was released from its fixed position, the remaining parts were disconnected during withdrawal of the protective sheath and removed in two sections. The case was completed with the protection umbrella successfully deployed. The same device was used, but the release sheath broke during withdrawal, fortunately outside the body. There was no reported injury to the patient. The product was stored and handled according to the instructions for use (IFU). The temperature exposure indicator on the pouch was checked and confirmed to be clearly visible. The product was inspected and prepped according to the IFU. No abnormalities were noted about the device prior to use. Upon opening the package, the deployment sheath tip was still fully seated in the filter basket introducer. No difficulty was encountered flushing the filter introducer and deployment sheath. No saline was noted within the coil dispenser at the green deployment sheath hub. The torque device was locked onto the guidewire. The anti-migration clip closest to the filter introducer was left in place until after the filter basket was docked into the deployment sheath. No difficulty was encountered while docking the filter basket into the deployment sheath. The proximal end of the deployment sheath was in contact with the torque nut prior to removing the device from the coil dispenser. The capture sheath coil dispenser was flushed according to the IFU. The intended procedure was for carotid artery stenosis. The device will be returned for evaluation. Addendum: the product evaluation observed that the deployment (delivery) sheath was separated.